Event description:
I had cancer and got reconstruction with silicone implants. One was ruptured and I was so sick I felt as if I was dying. My list of symptoms matches many with breast implant illness. FDA safety report ID # (B)(4).